Manufacturer narrative:
The insulin pump was received with no audio or beeping alarms tones due to broken black wire of the piezo transducer also, unable to vibrate due to broken vibrator black wire. However, the insulin pump was received with normal operating currents. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm noted. No unexpected low battery alarm anomalies noted. The insulin pump had minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a vibrate anomaly. The customer stated the pump did not vibrate during the vibrate test. The customer's blood glucose was unknown. The customer decline troubleshooting for the low battery, vibrate anomaly and no delivery. The customer will return device for analysis.